Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer experienced a blood glucose (bg) level ranging from of 40mg/dl to "high"; although specific value was not provided. Cause was not known. Customer consumed carbohydrates to address low bg, and a correction bolus was delivered to address elevated bg. Recommendation was made to consult with a healthcare provider regarding diabetes management.